Event description:
Customer reported the insulin pump was alarming low and customer treated. His blood glucose was not low and it made him go high. Customer was informed never to treat of sensor glucose value. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.